Event description:
It was reported this was a closure using the pre-close technique prior to an ablation procedure. Reportedly, the suture was not present when the plunger of the proglide device was removed, a cuff miss occurred. Another unspecified device was used to continue. The ablation procedure was completed. Hemostasis was achieved with an unspecified device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral vein via an 8f sheath hole. The suture of one proglide device was successfully pre-placed prior to the procedure. The sheath size was upsized to 12f and after the procedure, hemostasis was achieved with the one pre-placed suture. No additional information was provided.